Manufacturer narrative:
The metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the investigation results, the most probable cause of the metal cap detachment is operational context.

Event description:
Analysis of the returned device found that the metal cap was detached and it was not returned. There was no reported patient injury.